Event description:
It was reported that an alert was received for high impedance. Lead fracture was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.